Manufacturer narrative:
Evaluation: results - visual inspection of the returned product found a piece of one haptic torn off and missing. The other haptic was torn. There was evidence of clear surgical residue. Conclusions: based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector, cartridge and foam tip plunger were not returned for evaluation.

Event description:
The reporter stated, the surgeon attempted to insert a cc4204bf collamer single piece lens but, the lens tore. There was no patient contact or injury.